Event description:
Information was received indicating that this ambulatory infusion pump is delivering incorrect dosage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivering incorrect dosage was not verified. The event log contained no related evidence. The device passed the published specification of +/- 6%. Service trimmed the expulsor as a preventative measure to bring the device more into nominal range. Use testing was performed. The problem source is unknown.